Event description:
The facility reported a pump that shuts down prior to completing a cycle. The condition occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hospital rep. No add'l info is available.

Manufacturer narrative:
Eval summary: the pump is in the process of being evaluated. A f/u report will be filed upon completion of the eval, or if any add'l details become available.